Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used on the duct and after firing 2 - 3 times the jaws would not open. They were sticking in the closed position. The surgeon pulled the handles apart in order to open the jaws. The procedure was completed with the same device. There was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.